Manufacturer narrative:
Per the user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 289 mg/dl. During troubleshooting with tandem technical support, insulin was not observed to be exiting the cartridge. Additionally, it was reported that the t:lock/luer lock connection was not secure. Reportedly, the customer changed the cartridge to resolve the issue. Customer delivered a bolus to address bg level.